Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not recording any information in pump history. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.